Event description:
While the involved oxygenator was being primed prior to use, fluid was observed pouring out of the gas compartment vent hole. There was no pt involvement as the unit was changed out before the case was initiated. The cause was presumed to be a fiber leak.